Manufacturer narrative:
This report is submitted on septemeber 13, 2022.

Event description:
Per the clinic, the patient experienced a wound dehiscence (date not reported). Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: there was no wound dehiscence as previously reported. Per the clinic, a wound had developed at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted (date not reported). There are no plans to reimplant the patient with another cochlear device as of the date of this report this report is submitted on october 3, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 04, 2024.